Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an event involving a "programming/setup error" that occurred on (B)(6) 2025. No further information was provided at the time the initial report was received. There was patient involvement, but the outcome is unknown. The customer did not respond to the multiple attempts requesting for additional information.